Event description:
The initial reporter stated they received discrepant results for four patient samples tested with elecsys pth on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The first sample initially resulted in a pth value of 7.05 pg/ml and it repeated as 39.4 pg/ml. The second sample initially resulted in a pth value of 7.17 pg/ml and it repeated as 26.6 pg/ml. The third sample initially resulted in a pth value of 7.42 pg/ml and it repeated as 192 pg/ml. The fourth sample initially resulted in a pth value of 7.16 pg/ml and it repeated as 32.2 pg/ml. The repeat values were more in line with the previous results of the patients.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6).

Manufacturer narrative:
Calibration and controls were acceptable on the day of the event. No reagent issue is present. The field service engineer performed annual preventive maintenance on the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.